Manufacturer narrative:
Based on the information provided, no conclusion can be made. Per medical records review, about several years post implant of ventralight st mesh, patient was diagnosed with abdominal pain, adhesions and hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device lists adhesions, pain and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with recurrent incisional ventral hernia and diastasis recti thereby underwent laparoscopic repair with the implant of ventralight st. Per operative notes, ¿several omental adhesions were taken down from the hernia and noted that patient had diastasis recti. A ventralight st mesh was placed against the anterior abdominal wall in an underlay technique, covering the hernia defect and tacked circumferentially.¿ 11-jul-2013 - during visit patient had pain and umbilical hernia. 12-jul-2020 - patient visited hospital for abdominal pain. 15-jan-2021 - patient visited hospital for umbilical hernia with severe pain. 18-feb-2021 - patient was diagnosed with small hernia above and below prior hernia mesh at the umbilicus, the one above causes pain, also had significant diastasis and laxity of abdominal wall. (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent robotic laparoscopic repair. Per operative notes, ¿there were large omental adhesions found to the edges of the prior mesh. Each suture used to position the prior mesh had created a small hernia around it with intrabdominal fat. The omental adhesions were carefully taken down from the abdominal wall. The fat containing hernia just above the mesh in the midline was also reduced. After re-approximation of recto rectus muscle, two small holes in the posterior flap was closed with sutures, a synthetic mesh was trimmed to fit into the space and tacked back to the midline.¿